Event description:
It was reported that the patient just finished radiation treatment and the device experienced an electrical reset. The device was cleared and all parameters are intact. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient just finished radiation treatment and the device experienced an electrical reset. The device was cleared and all parameters are intact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated a full electrical reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product:5076-52 crdm non-defib lead, implant: (B)(6) 2009. (B)(4).